Event description:
A cardiovascular surgeon used a 3fr fogarty embolectomy catheter during creation of a (l) av fistula. After use and the balloon was deflated by the surgeon upon removal a portion of the tip of the catheter with the balloon was noted to be missing. The catheter tip was palpated in the vein and was also visualized on x-ray by the surgeon. After x-ray the surgeon then visualized the catheter tip in a vein in the operative site. She was able to remove the catheter tip using sissors tocut into the vein and grasp the catheter tip with forceps and repair the vein. The patient was discharged home with restrictionsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.